Manufacturer narrative:
The investigation was completed. Investigation summary: ppae (bradycardia) : the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Product complaint # (B)(4) the impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted surgically into the left aorta in a 33-year-old male patient presenting in cardiomyopathy, in scai stage e shock, prior to initiation of support. The patient was in the intensive care unit (ICU), recovering from a heart and liver transplant from the previous week. The patient had worsening post-transplant shock and placed on venous-arterial (va) extracorporeal membrane oxygenation (ECMO) and impella 5.5. The patient developed a slow heart rate that was reading 0 on the monitor but was more likely ventricular escape beats and not capturing with a temporary pacemaker. The physician attributed the patient's critical condition and bradycardia to the heart transplant and metabolic disorders from being in multi-organ failure. Two days later, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the patient's existing comorbidities, along with the complications of stage e shock.